Event description:
It was reported that a customer found residual volume of 35 mls was left in the 250 ml bag after using a smiths medical admin set and pump. The pump stated 248.3 mls infused from 250 ml bag. No adverse patient effects were reported.